Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.   The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the physician tried to advance the stent catheter/135 cm. Powerflex pro 7 mm. X 2 cm. Balloon catheter over the wire and passed the lesion. When running into resistance he pushed the catheter with more force and snapped the handle. There was no reported patient injury. The product will be returned for inspection. Additional information received indicated that the correct product issue was a balloon burst of the same 135 cm. Powerflex pro 7 mm. X 2 cm. Balloon catheter. There was no catheter separation/snapping of the handle. No excessive force was used. No contributing factors that may have contributed to the reported event were provided/available. The product was removed successfully from the patient. A non-cordis product was used to complete the procedure successfully without patient injury. The (unknown) target lesion was reported to have minimal plaque. The approach for the procedure was contralateral. The guidewire mentioned was a non-cordis product. There was no reported product issue with the guidewire used. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information is available.

Manufacturer narrative:
As reported, a 135 cm. Powerflex pro 7 mm. X 2 cm. Balloon catheter (bc) over the wire (otw) was used to pass the lesion; however, a balloon burst occurred. There was no catheter separation/snapping of the handle. No excessive force was used. No contributing factors that may have contributed to the reported event were provided/available. The product was removed successfully from the patient. A non-cordis product was used to complete the procedure successfully without patient injury. The (unknown) target lesion was reported to have minimal plaque. The approach for the procedure was contralateral. The guidewire mentioned was a non-cordis product. There was no reported product issue with the guidewire used. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17593773 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst reported could not be determined. Based on the limited information available for review, vessel characteristics may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.